Manufacturer narrative:
The actual device in this incident was returned to the MFR to be evaluated. The unit did not pass continuity testing. The defect was found at the manifold. Visual inspection of the unit indicates that the unit was not properly soldered inside the manifold. The wires were not properly connected, therefore attributing to a short circuit.

Event description:
Pacing failure - pacing of the jugular vein was performed without issue. It was then implanted. Evening, pacing unable to be performed. Another lot was used to overcome the issue. Used a testing device to investigate, and determined that there is a break in the leads, perhaps near the location of the manifold.